Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy when creating the pilot hole with the probe, the inner side of the pedicle was perforated. Decompression was performed by adding a skin incision. The damage site was sutured, and a screw was inserted other than this site. According to the interview information, the 8th thoracic vertebra (t8) and the 3rd lumbar vertebra (l3), t8-l3 was fixed posteriorly, the reference frame was placed at l1, and the imaging system was photographed. Normally, 3d imaging was performed by holding the breath as per the basics, but considering the patient's condition, the imaging was performed without stopping the breath. The screw was inserted using navigation from th8. After the puncture procedure, stopped the breathing and imaging was performed again; the operation was completed using the navigation without any problems. There was no respiratory arrest. The frame placement was separated. That was at the thoracic vertebra level. The above might be the cause of the misalignment. There was a spinal fluid leakage. The procedure was completed after the inaccuracy was confirmed by repeating imaging was performed, and the operation was completed without any inaccuracy when the device was used again. Inaccuracy amount is unknown. There was a 2hour delay. Impact of patient outcome was asked but was confirmed to be unknown.

Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that "screw perforation" means when making a pilot hole with a probe, the inside of the pedicle was pierced.

Manufacturer narrative:
H2 additional information: b5, d4 and d10 updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information. It was reported there were no issues with the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the frame placement was located in l1. There was a deviation at t8 or t9 during frame placement at l1. The possible cause was that the imaging was performed without turning off respiration, so the movement of the thorax due to breathing and that the site (t8 or t9) was far from the frame placement at l1 may have contributed to the deviation.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.